Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that a trial patient was experiencing a fever and severe pain at the lead insertion site. The physician removed the leads and placed the patient on antibiotics. The physician noted that the patient¿s bandages had debris and were dirty which may have contributed to an infection that caused the patient to develop cellulitis. The physician did not believe that the cellulitis was device related but was not certain of the cause. The patient continued to run a fever, headaches, nausea and vomiting and was found to have with spinal meningitis as well as an abscess as a result of the cellulitis. The abscess was removed and the site was cleaned.

Manufacturer narrative:
Additional information was received that the patient was confirmed to not have spinal meningitis. The patient developed the fever the day the leads were removed. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a trial patient was experiencing a fever and severe pain at the lead insertion site. The physician removed the leads and placed the patient on antibiotics. The physician noted that the patient¿s bandages had debris and were dirty which may have contributed to an infection that caused the patient to develop cellulitis. The physician did not believe that the cellulitis was device related but was not certain of the cause. The patient continued to run a fever, headaches, nausea and vomiting and was found to have with spinal meningitis as well as an abscess as a result of the cellulitis. The abscess was removed and the site was cleaned.